Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. The gender of the patient is unknown. Date of report=(B)(6) 2014. (B)(4). Concomitant devices: 12f multipurpose cook sheath, 0.35¿ j wire.

Manufacturer narrative:
Review of lot 17004939 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: it was reported that during an aortic stenosis procedure, a 79x10 palmaz genesis opta pro was attempted to be advanced through a 12f multipurpose cook sheath and the back end of the stent got caught on the sheath. The event occurred outside of the body during an attempt to make sure it would track smoothly through the sheath. This was a test prior to actual implant outside the body. There was difficulty withdrawing the device from the sheath. It was then decided that it was safer to use a new unit of the same device which was safely implanted. The procedure was successfully completed. There was no patient injury reported. The target lesion was the aorta and was heavily calcified and not tortuous. The rate of stenosis was 95%. A 0.35¿ j wire was used for the procedure. None of the products were resterilized. During prep, the stent was not manipulated. The sds was properly mounted on the system when inspected prior to use. Prior to inserting the sds in the catheter, the balloon was not inflated or partially inflated. Negative pressure was not applied to the sds. The sds was flushed. Excessive force was not used at any time during the procedure. . Preliminary device return evaluation revealed that the stent struts on the proximal end of the stent were found uplifted. One non sterile catheter long gen / pro 79 x 10 bil 80 was received coiled in a plastic bag. The struts of the stent were up lifted in both proximal and distal end. No other damages were noted in the device. An attempt to perform insertion withdrawal test was made, however this test could not be performed due to the stent conditions. The stent was removed and the insertion withdrawal test was successfully performed with a 5f avanti sheath introducer. Review of lot 17004939 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported stent delivery system (sds)- resistance friction outer body, stent delivery system (sds)- withdrawal difficulty-through guide/sheath could not be confirmed since the functional test was not performed with the stent mounted. The reported stent-strut uplift-proximal was confirmed. The exact cause of the failure could not be determined. Based on the information available for review, handling factors during insertion testing of the device prior to use in the patient may have contributed to the uplifted strut leading to insertion and withdrawal difficulty. Neither the DHR nor the analysis suggests that there is a design or manufacturing related cause for this issue; therefore, no corrective action will be taken at this time.

Event description:
It was reported that during an aortic stenosis procedure, a 79x10 palmaz genesis opta pro was attempted to be advanced through a 12f multipurpose cook sheath and the back end of the stent got caught on the sheath. The event occurred outside of the body during an attempt to make sure it would track smoothly through the sheath. This was a test prior to actual implant outside the body. There was difficulty withdrawing the device from the sheath. Preliminary device return evaluation revealed that the stent struts on the proximal end of the stent were found uplifted. It was then decided that it was safer to use a new unit of the same device which was safely implanted. The difficulty required that only the reported product was removed. The procedure was successfully completed. There was no patient injury reported. The stent will be returned for analysis. The target lesion was the aorta. The target lesion was heavily calcified and not tortuous. The rate of stenosis was 95%. A 0.35¿ j wire was used for the procedure. No products were used successfully with the device prior to the encountered resistance. None of the products were resterilized. During prep, the stent was not manipulated. The sds was properly mounted on the system when inspected prior to use. Prior to inserting the sds in the catheter, the balloon was not inflated or partially inflated. Negative pressure was not applied to the sds. The sds was flushed. Excessive force was not used at any time during the procedure.